Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for date and time not able to be update. Cracked on both plunger cases was identified during the physical inspection. During analysis, the reported issue was able to be duplicated. System advisory maintenance recommended alarm was found at power up. Based on the evidence, the complaint was confirmed. The root cause of this issue was annual pm reminder. Service performed pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the date and time not able to update was experienced.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the event history log identified system advisory maintenance recommended.